Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the forearm. A 6.0 x 40 x 40cm mustang balloon catheter was advanced for dilation. However, the balloon suddenly deflated and the balloon ruptured. The procedure was completed with another of same device. There were no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was folded and had not been subjected to positive pressure. The returned device was loaded onto a 0.035inch guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure with no leaks or drops in pressure noted. The pressure was held for 30 seconds this was recorded with digital timer. The inflation device was verified before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times and with issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the forearm. A 6.0 x 40 x 40cm mustang balloon catheter was advanced for dilation. However, the balloon suddenly deflated and the balloon ruptured. The procedure was completed with another of same device. There were no patient complications were reported.